Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 03-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ("intense joint pain (various localization, variable duration)") in a female patient who had essure (batch no. 945068) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced arthralgia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("hair loss"), vitamin b12 deficiency ("vitamin b12 deficit"), asthenia ("asthenia"), depression ("depression") and weight increased ("weight gain"). The patient was treated with antiinflammatory/antirheumatic products, analgesics and surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the arthralgia had resolved and the alopecia, vitamin b12 deficiency, asthenia, depression and weight increased had not resolved. The reporter provided no causality assessment for alopecia, arthralgia, asthenia, depression, vitamin b12 deficiency and weight increased with essure. The reporter commented: patient had to use excessive anti-inflammatory and analgesic drugs. Actions undertaken in the healthcare facility for management of the patient: pain resolved about 3 months after removal and without recurrence at the time of the report. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 04-may-2018 for the following meddra pt (excluding this case): arthralgia: 156 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1806995) on 03-may-2018. The most recent information was received on 24-may-2018 and was reported by a consumer and describes the occurrence of arthralgia ("intense joint pain (various localization, variable duration)") in a female patient who had essure (batch no. 945068) inserted. The occurrence of additional non-serious events is detailed below. On 11-feb-2013, the patient had essure inserted. In august 2013, the patient experienced arthralgia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("hair loss"), vitamin b12 deficiency ("vitamin b12 deficit"), asthenia ("asthenia"), depression ("depression") and weight increased ("weight gain"). The patient was treated with antiinflammatory/antirheumatic products, analgesics and surgery (essure removal). Essure was removed on 19-oct-2017. At the time of the report, the arthralgia had resolved and the alopecia, vitamin b12 deficiency, asthenia, depression and weight increased had not resolved. The reporter provided no causality assessment for alopecia, arthralgia, asthenia, depression, vitamin b12 deficiency and weight increased with essure. The reporter commented: patient had to use excessive anti-inflammatory and analgesic drugs. Actions undertaken in the healthcare facility for management of the patient: pain resolved about 3 months after removal and without recurrence at the time of the report the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 04-may-2018 for the following meddra pt (excluding this case): arthralgia: 156 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 24-may-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-may-2018. The most recent information was received on 24-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ("intense joint pain (various localization, variable duration)") in a female patient who had essure (batch no. 945068) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced arthralgia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("hair loss"), vitamin b12 deficiency ("vitamin b12 deficit"), asthenia ("asthenia"), depression ("depression") and weight increased ("weight gain"). The patient was treated with antiinflammatory/antirheumatic products, analgesics and surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the arthralgia had resolved and the alopecia, vitamin b12 deficiency, asthenia, depression and weight increased had not resolved. The reporter provided no causality assessment for alopecia, arthralgia, asthenia, depression, vitamin b12 deficiency and weight increased with essure. The reporter commented: patient had to use excessive anti-inflammatory and analgesic drugs. Actions undertaken in the healthcare facility for management of the patient: pain resolved about 3 months after removal and without recurrence at the time of the report the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): arthralgia: 159 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 24-may-2018: md similar listing report to be included. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.